Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient did not have asr, but was revised to address poly wear. Intra-operatively, the hole eliminator was found to have migrated into the acetabulum. It was not removed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Base on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.